Event description:
Complaint reported by attorney. Plaintiff claims to have desara sling implanted on (B)(6) 2008 at (B)(6) medical center in (B)(6). Thereafter, plaintiff experienced many medical complications due to the product. These included without limitation, urinary incontinence, pain and other adverse effects. As direct and proximate results of the defects in the product, plaintiff experienced pain and suffering, emotional distress and inconvenience. She has been compelled to undergo ongoing medical care, including additional surgical procedures. Product was not returned. No further information is available at this time.